Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent gallbladder surgery 3 month ago. In turn, the scs ipg is no longer able to communicate with the clinician programmer or patient programmer. Reportedly, the patient programmer displayed several error messages in lieu of the generator not responding. As such, the next course of action is undetermined at this time.

Event description:
Follow-up identified the patient's ipg was explanted and replaced with a new device which resolved the issue.

Manufacturer narrative:
The CAPA investigation was initiated on 2016-02-23 to address the issue of the proclaim ipg (orion ipg family) entering the service application state. The investigation was completed and being monitored by the manufacturer.